Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02010. It was reported that patient experienced ineffective therapy. X-ray confirmed that the lead migrated. Surgery intervention occurred on (B)(6) 2020 during which the lead was repositioned to address the issue. It is unknown which lead is related to the issue so all suspected devices are being reported.